Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False positive result. Customer stated, "I've been getting flowflex tests from my medical provider this year and using them frequently. I only get a very faint pink line result with your tests. This has been happening for months. I have retested using other brands, and gone each time to get a pcr test. All other tests will show negative results. I pretty much test three times, one with flowflex, one with another brand, and a pcr. My doctor merely suggested I stop using your tests, but I wanted to know if you've heard of this consistent reporting of a false-positive? Is there any info on that you can share (like why it's happening). I have to have a negative test to go into work, and it's just really frustrating when my employer uses your tests exclusively and I have this issue." Scar # sa24-011.